Event description:
Primary surgery - tibia failed and clasped into valgus. Revised tibia only.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00784; 353-04-105, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.